Manufacturer narrative:
Additional contact information: (B)(6) doctor/aly (B)(6).

Event description:
Information was received indicating that a smiths medical cadd-legacy plus infusion pump indicated ?no disposable, pump won't run" alarm. Rv: 92, rate: 2.1, given: 6.1. Per reporter troubleshooting did not resolve the alarm. No adverse patient effects were reported. Per reporter, no additional information is available at this time.